Manufacturer narrative:
The provided data did not indicate any instrument issues. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 162 mmol/l. The sample was repeated twice on a second analyzer, resulting in values of 138 mmol/l and 139 mmol/l. The na electrode lot number and expiration date were requested, but not provided.